Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10691. It was reported, the patient ((B)(6)) lost stimulation. X-ray analysis indicated the scs lead may have moved. Further inspection revealed the ipg had also flipped in the pocket causing the lead wires to twist. The physician elected to proceed with surgical intervention. The lead was repositioned and the lead wires straightened. During the procedure, the physician observed that the ipg was hanging loosely in the abdominal wall and revised the ipg site. Intra-operative testing was performed and all impedance values were within normal range. Effective stimulation was achieved post-operatively. All devices remain implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.